Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two punctured opening assessed as to surgical damage like. Additional observations: crease fold observed in the surface of the shell.

Event description:
Physician confirmed right side deflation. The device has been explanted.

Event description:
Patient called to report a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.